Event description:
Vamf3030c100tu and a sentrant sheath were used during the endovascular treatment of a aortic ulcer. The patient had an existing stent in the right iliac artery and calcified iliacs were noted. It was reported during the index procedure before attempting to deliver the vamf3030c100tu, the right iliac artery was predilated using a pta balloon. Over a non medtronic wire (lunderquist) wire vamf3030c100tu was advanced via the right femoral access. The physician felt resistance when attempting to advance the delivery system through the iliac. Vamf3030c100tu was removed. A18 french sheath was introduced without incident. The physician repeated pre dilation of the iliac using a larger pta balloon. The dilator of the sensh2228w was also inserted without incident. The physician inserted the sensh2228w sheath. At this point the anesthesiologist stated that the blood pressure had dropped significantly. An angiogram was performed, and showed that the right iliac artery had been ruptured. The patient required chest compressions, and a code was called. The wire access via the right femoral artery was lost during the code. An occlusion balloon was then inserted fromaccess via the left femoral artery, and inflated in the aorta. The vital signs stabilized at this time, and the chest compressions were stopped. Open surgical repair was initiated. The right iliac was ligated and a fem-fem bypass was performed. The patient was transferred to ICU post operation. While recovering in the intensive care unit, the patient developed renal failure and respiratory issues, requested a do not resuscitate order, and passed away shortly after; the reported cause of death was a vascular access complication. Per the physician the cause was anatomy related due to calcified iliac arteries with a previously placed stent in the right common iliac artery. The cause of death was reported as due to vascular access complication

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update to coding; h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.